Event description:
Clinical trial. It was reported that 391 days following a coronary artery stenting procedure, the pt developed in-stent restenosis. At the time of initial treatment, the pt presented with acute myocardial infarction. The initial procedure treated one lesion of the distal circumflex (cx) with a 2.75 x 28mm express2 bare metal stent. The pt returned 391 days post procedure for a study scheduled 13 month angiogram which revealed in-stent restenosis of the distal cx and a new lesion in the proximal rca (right coronary artery). The pt was asymptomatic for one year, but became symptomatic suddenly prior to angiography. Treatment consisted of "post-dilated in the stents areas and implanted a stent on the right side." The investigator reported that this event was possibly related to the study device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.